Event description:
Rptr complains of severe back pain after surgery with insertion of facet screws. Back did not fuse. Suggested re-surgery by dr who did original surgery. Rptr got 2nd opinion from another dr who is trying to control pain by medication.